Event description:
Subcutaneous leakage at the red leg, close to the "y", two days after implantation. Patient injury indicated. Surgical intervention required, by hydrotoray - patient went to ICU. No other information provided.